Event description:
It was reported that this patient with a newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received inappropriate shock therapy in the alternate sensing vector, due to oversensed artifacts. Boston scientific technical services was contacted and confirmed that these artifacts were consistent with air entrapment within the device header. The physician reprogrammed the device to the primary sensing vector to resolve the event and no additional adverse patient effects were reported. This s-ICD system remains implanted and in-service.